Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a cracked intraocular lens (iol). This was noticed after implantation in the eye. Patient harm was not reported. Additional information was requested however, further information has not been received.